Event description:
The customer reported that there was no alarm sound. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
A philips response service engineer (rse) spoke to the customer. It was confirmed that the device did not produce sound. The customer ordered a replacement speaker assembly to resolve the issue. The cause of the reported problem was a faulty speaker. The reported problem was confirmed. The customer ordered a replacement speaker assembly. We will consider that the customer will resolve the issue with the replacement part.